Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) used with an ilet system stopped providing glucose readings and displayed sensor reconnecting alerts that did not resolve, which led to a dosing stopped alert and the user electing to switch to insulin injections; a new sensor was later inserted and paired, and dosing resumed after the user entered a fingerstick blood glucose value, consistent with a communication issue and signal loss potentially linked to an electrical component such as the antenna. Symptoms included hyperglycemia with a peak glucose of 400 mg/dl and no associated clinical symptoms. Outcomes included a missed dose and a delay to therapy requiring unexpected medical intervention resulting in a serious injury. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet with intermittent communication failure associated with an electrical/antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.